Event description:
Consumer questioning accuracy of the meter. Reports all readings are higher than expected. Analysis run on clarke error grid using lab meter readings (120) as ref. Point vs. Bd readings (313) yielded data point in "c" range of the grid, outside the acceptable range.